Event description:
Device 2 of 2. Ref MFR report #1627487-2014-08073. It was reported the pt was experiencing ineffective stimulation. The pt's entire scs system was explanted on (B)(6) 2014 as it was reportedly no longer helping pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.